Event description:
In 2004, the patient had a non-abbott stent implanted in an unspecified coronary vessel. In (B)(6) 2012, the patient had a massive heart attack and had a coronary by-pass surgery. On (B)(6) 2012, a xience v stent was implanted in the mid left anterior descending artery (lad) and another non-abbott stent was implanted in the right coronary artery. In (B)(6) 2012, the patient complains that her angina became worse and her blood pressure became uncontrollable after the stenting procedure. The patient believes the increased angina and blood pressure might be an "allergy" to the drug eluding xience v stent implanted on (B)(6) 2012. On (B)(6) 2012, the patient underwent another stenting procedure with a non-abbott stent in the mid circumflex artery. The patient has been working closely with her cardiologist to try and control her angina and hypertension, but reportedly, per the patient, her cardiologist does not believe the angina or hypertension are "heart" related. The patients blood pressure and "heart" medications have been adjusted several times without success. The patient had a head computed tomography (CT) scan today. The results are pending. The patient would like information regarding allergies and the xience v drug eluding stents. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina, hypersensitivity (allergic reaction) and hypertension are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.